Event description:
The customer reported that while the unit was in use on a pt, the internal blood pressure readings did not match those on the bedside monitor. The pt was switched to another unit and therapy was continued. No pt injury was reported.